Manufacturer narrative:
(B)(4).

Event description:
It was reported via a user facility report ((B)(4)) that when the patient was ambulated to the bathroom, the intra-aortic balloon pump (iabp) was disconnected from the wall power outlet. The patient spent approximately, 10-minutes in the bathroom, and when the patient was getting back into the recliner, the pump began to alarm indicating the battery life had 20-minutes remaining. Approximately 30-60 seconds the pump's 10-minutes alarm went off, 5-minutes and then the pump powered off. The total time from when the first 20-minutes alarm sounded to when the machine powered off was in total less than 1 minute. As a result, the pump was plugged back into the wall outlet and subsequently turned back on. It was reported that the patient tolerated the event with no difficulties. There was no report of patient complication or serious injury and death.

Event description:
It was reported via a user facility report ((B)(4)) that when the patient was ambulated to the bathroom, the intra-aortic balloon pump (iabp) was disconnected from the wall power outlet. The patient spent approximately, 10-minutes in the bathroom, and when the patient was getting back into the recliner, the pump began to alarm indicating the battery life had 20-minutes remaining. Approximately 30-60 seconds the pump's 10-minutes alarm went off, 5-minutes and then the pump powered off. The total time from when the first 20-minutes alarm sounded to when the machine powered off was in total less than 1 minute. As a result, the pump was plugged back into the wall outlet and subsequently turned back on. It was reported that the patient tolerated the event with no difficulties. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
Qn#(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp short battery run time is not able to be confirmed. A teleflex field service engineer serviced the pump and could not confirm the reported complaint. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.